Event description:
The customer reported that the battery fails the battery capacity test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitting upon completion of the investigation.